Event description:
It was reported by the customer that the needle is clogging while trying to inject medication.the customer responded that they were using the syringe and needle with the medication kenalog when the issue occurred.

Manufacturer narrative:
1. Review of production process:production records of this batch were reviewed, and no abnormalities were found throughout the production process. An investigation and analysis were carried out from the following aspects:man: all production operators were fully trained and certified prior to taking posts. No product mismanufacturing occurred, so this factor can be ruled out.machine: automatic assembly machines were used for product assembly. Daily equipment inspections were performed. The machines were equipped with air-blowing devices to test for needle lumen blockages and automatically reject non-conforming products.before each shift, inspectors verified the testing functions of the equipment; production only commenced after confirmation of normal function. This factor can be ruled out.material: no changes were made to the raw materials of the product, so this factor can be ruled out.method: the production process remained unchanged. Automatic assembly equipment was adopted for assembly. Air blowing was continuously applied to needle tube during and after siliconization to prevent silicone oil blockages. This factor can be ruled out.environment: the product was assembled and manufactured in a cleanroom environment, environmental factors can be ruled out.2. Retained sample testing:ten retained sample injection needles from batch no. 250419, specification 25g*1.5" (38 mm) were sampled for testing:visual inspection: straight, sharp needle tubing; all components intact with no foreign contaminants.five samples were subjected to lumen patency testing in accordance with iso 7864:2016. All test results met specification requirements .five samples underwent fluid aspiration and injection tests simulating clinical use. All samples maintained unobstructed flow with no blockages.3. Root cause analysis: based on the investigation results above and the customer feedback information "kenalog ", our preliminary possibility analysis is as follows: it may be that "kenalog" is a suspension solution for micro-particles. After standing still, there are micro particles that sink. Before use, it must be fully shaken (up and down flipping or gently rubbing the ampoule/vial) until the sediment completely disperses and becomes a uniform, slightly milky suspension solution before extracting. The medicine is too viscous. If not fully mixed and dissolved, the undissolved particles are prone to block the needle, causing the liquid to stop flowing.